Event description:
It was reported that the patient's blood glucose levels rose to 15 mmol/l (270 mg/dl) while wearing an pod between 25 and 36 hours. The patient reported a needle mechanism failure during pod use. Although the cannula was reported to have initially inserted into the skin, upon pod removal the cannula was found detached from the insertion site and adhered to the inside adhesive of the pod. Additionally, the pink slide was reported as not having moved forward. No medical intervention was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: l2+please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.